Event description:
It was reported that the patient whit this artificial urinary sphincter (aus) was experiencing recurring incontinence due to atrophy. The aus was explanted and replaced with a smaller cuff. There were no additional patient complications reported.